Manufacturer narrative:
An event of the leaflet dislodged during rotation was reported. Gross morphological examination revealed the returned 17 mm sjm masters series hemodynamic plus valve was retuned with one leaflet fractured with in the orifice, with the thin portion between the leaflet's two ears remaining properly inserted into the recessed pivot areas. The fractured portion of the leaflet was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with an external force applied to the leaflet and orifice, which overstressed the carbon material and resulted in the damage.

Event description:
During an implant procedure of a masters series hemodynamic plus valve, the leaflet dislodged during rotation. A ttk chitra valve was used to complete the procedure. It is reported that the total cpb time was 180 minutes with a x-clamp time of 90 minutes. Per report the patient had a history of extensive debilitated general health with long-standing disease, a severely calcified annulus with extension into the aorta and fragile tissue. The patient required high dose inotropes but within 45 minutes of coming off bypass the patient expired due to a "stone" heart. The death occurred on (B)(6) 2018 and per the physician the death was the result of severely calcified valve with annular extension, debilitated general health,long standing disease and fragile tissue.